Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 9 pm for a high blood glucose level of 525mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was declined trouble shooting the insulin pump. The customer was treated with IV drip and stayed over night at the hospital. The customer stated that they will call back once they are discharger from the hospital to trouble shoot the issue with the insulin pump. The customer may think that the meter is the problem because it is inaccurate by 100 points. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.